Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Undersensing of r waves. The clinic lowered ev sensitivity and tried unipolar sensing as well, but then we were oversensing t waves. Lead was extracted and replaced.